Manufacturer narrative:
Results of investigation: carefusion was unable to duplicate the reported issue. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 72 hour extended tests at the customer¿s settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The ventilator also passed the patient assist port from general checkout. The ventilator was thoroughly inspected; internal inspection did not reveal any abnormalities with the ventilator.

Manufacturer narrative:
(B)(4). Results of investigation: the device has been received at our authorized service center but has not been evaluated yet. Once the results of investigation becomes available, a follow up medwatch form will be submitted.

Event description:
It was reported from the customer that the alarm on the ventilator is not alarming the call system. There was no report of any patient involvement or harm associated with this complaint.